Event description:
It was reported that the tip of the unit started to flake during a procedure and the metal flakes fell into the patient. It was further reported that it is unknown whether there were any adverse consequences to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.